Event description:
It was reported that biomed had an arctic sun device that was having filling issues and due for the 2000 hour pm. Per follow up information received via phone on (B)(6) 2024, it was reported that the device was sent in for a 2000-hour preventive maintenance and they had received the loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.